Manufacturer narrative:
(B)(4). Applied since the mitraclip was implanted without satisfactory leaflet insertion assessment and the device was not keyed per instructions for use (IFU). The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for cardiac perforation and pericardial effusion. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr)grade 4. Following clip delivery system (cds) advancement and while straddling the mitral valve, upon m knob application, the device did not steer as expected. The steerable guide catheter (sgc) was straightened and aligned and the cds was retracted while the device was aspirated. During cds retraction, it was observed that the cds had been miss-keyed in the scg. The same cds was then rekeyed correctly into the sgc without further steering issues. While steering the now correctly keyed cds to the mitral valve under fluoroscopy but without echo guidance, it could be seen that the cds was in contact with a structure as the tip would deflect. Shortly after the device was in straddle position the patient became hypotensive. Per echocardiogram, a perforation and pericardial effusion was noted possibly from the transseptal puncture or maneuvering the clip. The effusion was treated and the procedure was continued. The leaflets were grasped and leaflet assessment was performed. Reportedly, there was difficulty visualizing the posterior leaflet insertion following leaflet capture, however, the mitraclip was successfully implanted, reducing the mr to grade 2. Post procedure, the effusion was still growing and the patient underwent open chest surgery, repairing the perforation. The mitraclip remained stable and well seated on the leaflets and was not explanted. The patient outcome was reportedly good. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated the reported difficulty grasping appears to be due to patient morphology/pathology. The reported sleeve steering issue appears to be a result of the reported user error (improper or incorrect procedure or method) of the user miss-keying the clip delivery system (cds) during insertion. Additionally, the other user error was associated with the user not using echo guidance while steering. The reported patient effect of tissue damage appears to be a result of procedural conditions, and the pericardial effusion and hypotension cascading effects of the tissue damage. The treatment with medication, surgical procedure and hospitalization were a result of case-specific circumstances as the hypotension was treated with medication. Additionally, the patient was sent to surgery for and an open chest procedure was performed, repairing the perforation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.